Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent repair record determined the device failed the cutting test; damaged cutter and out of calibration.; however, the repair was not completed because no quotation response was received. This device does not meet the quality requirements set by medical devices regulations and is not compliant for use. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during instrument check prior to surgery the device roller no longer cuts well and the blades are dull. There was no patient involvement with no harm or delay in procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.